Manufacturer narrative:
The reported issue was not confirmed. The device was tested on 09/06/2018 and the flow rate accuracy was tested to be 0.75%, which was within the +/-5% specification. The device history file confirmed that the device functioned as intended and as programed. The root cause of the reported issue might be a potential drug bag mixing volume error.

Event description:
The distributor reported to infutronix on (B)(6) 2018 that: "we had a 11 hour early infusion at this location yesterday". No patient information was available. No medication used was reported to infutronix. No patient injury or harm was reported.